Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiologist observed "something abnormal" with the cardiac resynchronization therapy pacemaker (crt-p) and there was fluid around the patient's heart. It was noted that the patient was experiencing palpitations. The crt-p remains in use. No further patient complications have been reported as a result of this event.